Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to software error. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received critical pump error. Customer's blood glucose value was 140mg/dl to 145mg/dl. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. The insulin pump will be returned for analysis and replacement pump will be sent.